Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the clamp of a minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device evaluation was completed for the reported event of a leak. The device was visually inspected and the inspection did not find anything related to the leak. The visual inspection did, however, find an unrelated discoloration to the tubing/patient adapter. Functional testing was performed and it included leak testing, clear passage test and a clamp function test. This functional testing was conducted using the minicap that was received with the sample itself and there were no issues noted during the testing. The reported event was not verified during sample evaluation, but the device did not meet product specifications because of an unrelated pink discoloration found on the tubing/patient adapter. Should additional relevant information become available, a supplemental report will be submitted.